Event description:
Vent would not deliver breaths. The following were ventilator settings: it=0.40, br=30, fl=12, insp. Press.=20, peep=4, assist sens.=2. Once sensitivity is adjusted up the machine would deliver breaths. This happened on a pt, it would not deliver breaths. No adverse effect to the pt.